Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with battery out limit alarm. The customer states every time they try to rewind the device, the alarm occurs. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was not able to be done, due to customer putting phone down and not responding.